Event description:
It was reported that: tavr case went well. No issues. Tavr sheath removed, device sheath/dilator inserted over standard j-tip wire. On entry j-tip wire buckled and when sheath was pushed in, stated by doctor, "should have used a stiffer wire, j-tip wire buckled and then dissected, and tore the femoral artery. Closure device was not the cause of the problem". Large amount of bleeding. Closure device was deployed in an attempt to help with the bleeding. Vessel tear was so large the anchor didn't catch and came right out. Obtained lfa access, went up and over, 12 mm x 20 mm balloon inflated to cut off flow to rle. Interventional radiologist (ir) was contacted to help with covered stent placement. Ir arrived. Balloon deflated, a 10 mm x 38 mm covered stent was inserted and deployed. The last angiogram was taken and complication was repaired.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
Device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team, however, are inconclusive and does not provide any information relevant to the analysis. The device lot history record review for lot number mn2201456 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was planned for closure in the right femoral artery. The patient was obese (bmi 41) with a pannus. Ultrasound and micropuncture were utilized to gain a mid-femoral head positioned access. The arteriotomy had a depth measurement of 7cm + 1cm, no calcification or tortuosity present. Activated clotting time prior to closure was 320. No issues were reported advancing or withdrawing procedural sheaths. While inserting the manta introducer and sheath over the j-wire, the j-wire buckled, dissecting, and tearing the femoral artery. The physician attempted multiple times to get the manta introducer and sheath in, but the introducer and sheath would back out on their own since they were not positioned in the femoral artery, causing serious damage and copious bleeding. The manta was deployed to try and assist with the bleeding. The tear made by the j-wire was immense making it impossible for the manta anchor to adhere to the vessel wall. The manta completely pulled out of the access site with no resistance. A left femoral artery access was obtained, balloon inflation applied to tamponade the right lower extremity, and the surgeon was called in to place a covered stent and repair the artery. The root cause of the complete pull out is due to serious damage the j-wire created and not related to the manta device. The IFU warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Procedure requirements indicate activated clotting time (act) should be below 250 seconds prior to closure.